Event description:
It was reported that during an interventional declotting procedure in an atriovenous graft, the 6.0 x 40 mm armada balloon catheter was advanced to the lesion without issue and inflated to 9 atmospheres; however, the balloon could not be deflated. The inflated balloon was removed to the superior vena cava and inflated until the balloon burst. Another armada balloon catheter was used in the procedure. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon catheter was returned with blood and contrast in the inflation lumen, in the loosely folded balloon and in the hub, consistent with a rupture while in the patient anatomy. There was a longitudinal rupture in the entire length of the balloon, consistent with the reported rupture. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to slow balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.